Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "bipolar hemiarthroplasty revised to a v40 head and cemented tripolar constrained (all poly) liner..." A discharge summary states "removal of prosthesis and screw and wire left hip with revision thr left hip..." The revised devices were confirmed to be stryker devices. A medical review of (B)(6) reports: "presented to the ER...with a dislocation of the bipolar head..." All devices were confirmed to be stryker devices.

Manufacturer narrative:
An event regarding dislocation involving a head was reported. The event was confirmed through review of the provided medical records. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not performed as the device is not returned. -clinician review: review of these records confirm dislocation of a bipolar hemiarthroplasty occurred leading to revision of the bipolar to a cemented tha with constrained liner. In addition the head and stem of the tripolar subsequently dissociated and dislocated (this has been reported under a different pi). Review of the x-rays prior to revision show a cerclage wire and screw which appear to be attempting to internally fix the greater trochanter. Subsequent post revision x-rays demonstrate loss of a majority of the greater trochanter. In general there is a tendency towards greater instability in arthroplasties performed for fracture. In this specific instance there is evidence of probable peri-operative fracture of the greater trochanter (presence of proximal wire and screw). This fracture would compromise the hip abductor musculature and further increase the risk of instability. Following the revision surgery a majority of the greater trochanter is missing indicating complete loss of hip abductor muscular attachment. With no muscular attachment the stability of the hip was completely dependent on the capture mechanism of the cup. This mechanism subsequently failed under excessive loads leading to dissociation. Product history review: a review of the product history records could not be performed as catalog and lot number are unknown. Complaint history review: a complaint history review could not be performed as catalog and lot number are unknown. Conclusions: a review of the provided medical records and/or x-rays by a clinical consultant indicated: it was reported that bipolar hemiarthroplasty revised to a v40 head and cemented tripolar constrained (all poly) liner due to dislocation of the bipolar head. The investigation conclude that the dislocation of a bipolar hemiarthroplasty occurred leading to revision of the bipolar to a cemented tha with constrained liner. In addition the head and stem of the tripolar subsequently dissociated and dislocated. Review of the x-rays prior to revision show a cerclage wire and screw which appear to be attempting to internally fix the greater trochanter. Subsequent post revision x-rays demonstrate loss of a majority of the greater trochanter. In general there is a tendency towards greater instability in arthroplasties performed for fracture. In this specific instance there is evidence of probable peri-operative fracture of the greater trochanter (presence of proximal wire and screw). This fracture would compromise the hip abductor musculature and further increase the risk of instability. Following the revision surgery a majority of the greater trochanter is missing indicating complete loss of hip abductor muscular attachment. With no muscular attachment the stability of the hip was completely dependent on the capture mechanism of the cup. This mechanism subsequently failed under excessive loads leading to dissociation. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "bipolar hemiarthroplasty revised to a v40 head and cemented tripolar constrained (all poly) liner..." A discharge summary states "removal of prosthesis and screw and wire left hip with revision thr left hip..." The revised devices were confirmed to be stryker devices. A medical review of pi 2046554 reports: "presented to the ER...with a dislocation of the bipolar head..." All devices were confirmed to be stryker devices.